Manufacturer narrative:
Incomplete product was returned to manufacturer ( without mobile insert). A visual examination was performed no particular marks were found. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, it is not possible to be sure of what was the issue. Information initially provided is describing a disassembly when inserting, whereas information provided on may, 22th 2018 is related to a surgeon fail to choose the right size of implant. Based on the product history records, the evaluation of the received product (no particular issue found ) and the recurrence of this type of event for this implant, there is no evidence to indicate device issue. If the issue is related to disassembly when inserting, it is assessed that the event could be due to mishandling and failure to follow surgical technique (as mentioned in the st "during and after insertion, avoid lateral and rotational movements of the implant-to-peek cartridge assembly." - step 11). If the issue is related to a size issue, it is assessed that the event could be due to surgeon error when trialing (step 5 to 8 in the st) however, the description received did not allow to understand perfectly if the surgical steps were followed or not. Those hypothesis could not be validated. The cause for the device disassembly can not be determined . The description received did not allow to understand perfectly if the surgical steps were followed or not. The investigation found no evidence to indicate a device issue. If additional informations were received that may impact this investigation result another report will be sent.

Event description:
Mobi-c p and f us : disassembly. From information provided, "product disassembled during implantation" & according to reporter, "implantation technique was closely followed". The complaint form was received with the following description : "inferior endplate disassociated from inserter upon implantation" the surgery was completed successfully with another implant of the same size. No impact on the patient. No surgery delay or complication. Attempts have been made to have further information on surgical steps involved. Reporter hasn't answered the different questions . However, on may, 22th 2018, he provided another explanation instead : "the surgeon was unhappy with the fit and fill and decided to go up a size. Implant was returned to ldr."